Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous and calcified thrombotic lesion exhibiting 75% stenosis located in the mid circumflex (cx) artery. The device was inspected with no issues. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. It is reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning/advancement. The patient is reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.